Event description:
It was reported that a lead warning was triggered for high and varying right ventricular (rv) lead impedance measurements. Further testing was conducted and it was suspected that there was air in the header of the device. At that time the rv lead was put into the left ventricular (lv) port and the lv lead was put into the rv port of the device header, which subsequently led to an alert triggered on the lv lead. It was further reported that the physician then suspected that there was a setscrew issue. The device and leads continue to be monitored and remain in use. No patient complications were reported as a result of this event.

Event description:
It was reported that a lead warning was triggered for high and varying right ventricular (rv) lead impedance measurements. Further testing was conducted and it was suspected that there was air in the header of the device. At that time the rv lead was put into the left ventricular (lv) port and the lv lead was put into the rv port of the device header, which subsequently led to an alert triggered on the lv lead. It was further reported that the physician then suspected that there was a setscrew issue. The device and leads were monitored, when subsequent lead warnings were triggered for low rv lead impedance, short v-v intervals and noise in the rv lead. The rv and lv leads were both reported to be fractured. The rv lead was capped and replaced. The lv lead was extracted and replaced. The device was explanted and replaced due to the physician's discretion as well as the device was reported to be approaching the recommended replacement time (rrt). No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).